Manufacturer narrative:
Based on the rep's recollection of the case, the kit in question could have been lot 101252 or 101049. During the review, the work order pick lists were examined for each lot and it was determined that the returned inserter lot 101148 was only used in the packaging of lot 101252. Upon further review of lot 101252, no evidence was found to suggest the device did not meet specifications prior to distribution. As with other broken crosstie implants, the surgeon most likely applied too much shear force on the implant while attempting to implant. The rep confirmed that this is what happened during the first insertion attempt. Another kit was successfully used without any problems.

Event description:
Broken crosstie implant was found during ecopak receiving on 02/20/2017. Rep was called for questions. Rep gave facility and doctor name and mentioned that he thinks the case happened in (B)(6) of 2016. This info was used to find the invoice for the case. This invoice is the only case with this doctor in which multiple crosstie kits were used.